Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a pocket revision procedure for an unknown reason. The patient was doing well post operatively and no device malfunction was suspected.